Event description:
Olympus was informed that during a laparoscopic surgery the pt had gotten subcutaneous emphysema. The exact date was not known, the pt made recovery and got out of the hosp.

Manufacturer narrative:
The referenced device was not returned to the olympus for eval, but the field svc engineer evaluated the referenced device at the facility. The eval found that the uhi-3 had no abnormality. The reported phenomenon is thought of as common complication of abdominal insufflation. The uhi-3 instruction manual states the notice for the subcutaneous emphysema. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-201012-00070. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. The referenced device was returned to omsc for evaluation. Omsc evaluated the device and found that there was no abnormality and irregularity. Therefore, the conclusion of this issue is no different from the initial report. Furthermore, olympus checked the manufacture history of the subject device, there was no irregularity found. This report is being submitted as a medical device report in an abundance of caution.